Manufacturer narrative:
The explanted pump will be returned to the manufacturer for evaluation. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The ventricular assist device system instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The device listed in this report is used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
(B)(6). Additional information received stated that post pump exchange the patient was stable on the cardiac floor for two weeks awaiting his inr to become therapeutic followed by planned discharge home. Other relevant history, including preexisting medical condition:pulmonary disease; pulmonary hypertension; unfavorable mediastinal anatomy; history of smoking. The pump was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification and functional testing. However, visual examination indicated mild to moderate abrasions on the pump and impeller surfaces. Independent pathology report revealed evidence of thrombus within the pump. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. This patient's significant comorbidities and sub-therapeutic inr are identified factors that may have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Eight months and three weeks post hvad implantation, this patient experienced high power and subsequent pump exchange. The vad coordinator reported that the patient was initially admitted for congestive heart failure (chf) exacerbation, but also presented with hemoglobinuria, complaints of abnormal vad sounds, and intermittent flows greater than 10 liters per minute (lpm). Preliminary log file analysis revealed an increase in power consumption above normal operating parameters. The patient also has a history of gi bleeds and has been off aspirin therapy since december. The admitting international normalized ratio (inr) was 1.79 with an inr goal 0f 2-2.2. A chest x-ray was ordered but results were not provided and a heparin infusion was initiated with a ptt goal of 60-90. The patient was also started on persantine 75mg three times a day and restarted on full dose aspirin. Several days later the patient was taken for pump exchange due to suspected thrombus. The explanted pump will be returned to the manufacturer for evaluation.